Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer did not disclose if test was performed fasting or non-fasting. At the time of the call the customer reported feelings of headache. Medical attention was not needed at the time of the call. Customer declined to perform a back to back blood test during the call and stated he had tested thirty minutes prior to calling. Customer stated he was going to take a shot. Customer declined to provide any further information. Customer declined to review the meter memory for previous test result history.